Event description:
Patient is an ongoing participant in a clinical drug study, during which intravascular ultrasound (ivus) is utilized. The patient developed st segment elevation after the ivus imaging catheter viewed the left anterior descending (lad) area which had a high grade stenosis. The patient had an immediate mi and required extended hospitalization. Patient condition is reported to be "ok".

Event description:
Patient is an ongoing participant in a (B)(4), during which intravascular ultrasound (ivus) is utilized. The patient developed st segment elevation after the ivus imaging catheter viewed the left anterior descending (lad) area which had a high grade stenosis. The patient had an immediate mi and required extended hospitalization. Patient condition is reported to be "ok".

Manufacturer narrative:
The lot number could not be determined and the device was not retuned to the manufacturer, therefore no device analysis or a review of the device history record (DHR) were performed. The specific revision of the directions for use cannot be determined do to the lack of a lot number, however the current version of the directions for use (dfu) was reviewed and revealed that the dfu contains a list of these adverse events: " cardiac arrhythmias including, but not limited to ventricular tachycardia, atrial/ ventricular fibrillation and complete heart block. Myocardial infarction" additionally, the risk of the reported events are contained in the labeling. ¿the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death." It appears that the device did not fail to meet specifications because there is no allegation of device deficiency. The reported st elevation and myocardial infarction (mi) are known and anticipated complications to these types of procedures and are listed as such in the device dfu. Additionally, there is no indication that the device was used against the directions for use and no device failure that could have caused or contributed to the reported issues. As a result, a root cause of anticipated procedural complication was assigned to this complaint.